Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose and insulin pump was not working and customer believes the insulin pump was under-delivering. The customer blood glucose level was unknown at the time of incident. The customer reported other blood glucose level were over 300 mg/dl to 400 mg/dl, 356 mg/dl and 281 mg/dl. Customer did not provide any symptoms regarding to high blood glucose episode. Customer treated with insulin pump. The customer was assisted with troubleshooting and declined for high blood glucose. The insulin pump and reservoir will not be returned for analysis.